Event description:
Pt came in the office for a dft with a lumos vr-t device. The doctor had trouble inducing the pt, so the hf burst induction scheme was used. After induction, the device delivered a 11j shock and unsuccessfully converted the vf. The 17 j shock reached a maximum charge time of 20 sec and did not deliver. Six external defibrillations were delivered before the pt was converted. After external defibrillation, the device is now sensing only noise on the ventricular lead. The ICD lead is measuring less than 25 ohms shock impedance and after further inquiry was found to be at less than 25 ohms before dft testing was begun. Associated devices: lumos vr-t, (B)(4). Siemens/pacesetter 1580-60, (B)(4).